Event description:
Customer reported the alarm has no power. The batteries were replaced with a new supply and all of the same type. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product shows that the unit does not power on. Additional tests performed and the unit powers on intermittently. The aqualert indicator label is missing from the unit. Note: posey instructions for use. The posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. (B)(4).